Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient's hip is defective and has caused damage to her hip joint and her body.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 09, 2017: legal medical records received. Pfs alleges pain, spasms, sudden weakness, feeling like her leg was going to give out from underneath her, could not lift her leg, elevated cobalt levels, limited mobility, rashes, stress, fractures, bone weakness, cramping, emotional and physical debilitation. After review of the medical records, patient was revised due to trunnionosis. Revision notes noted a slight amount of fluid, however, there were no evidence of purulence. The femoral head revealed extensive corrosion of the head and neck junction. Three samples of tissue were sent demonstrating no evidence of acute inflammation. There were no laboratory results for cobalt-chromium ions. Stem has been added due to alleged elevated metal ions. Product codes and lot numbers were provided. This complaint was updated on jun 21, 2017.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis.